Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a dangling retainer ring. The customer stated they received replaced battery. Customer blood glucose at the time of incident was unknown. Usage of automode feature was unknown. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.